Event description:
It was reported that during a ventricular high rate episode the implantable pulse generator (ipg) was failing to sense the atrial events. Programming changes to the ipg were discussed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).